Event description:
Caregiver was attempting to use the maxi lite to lift the resident out of a tub. A little tension was provided and the bar attached to sling fell on the resident. The pin holding the bar snapped into two pieces. No injuries occurred to both the resident and caregiver.